Manufacturer narrative:
Date of initial report: 07/09/2007.

Event description:
The report stated, that 3 mins after a radio frequency liver ablation procedure was started, the temperature rose suddenly. After 4 mins later, hh was indicated, and the generator stopped. The generator was restarted and the case resumed. But, at 60w the impedance suddenly increased, and hh was indicated and the generator stopped again. A new needle and new cable were used, but the same event happened. A new generator was brought in, and the procedure was completed. No impact on the pt.